Event description:
In the middle of a circumcision procedure, the bell slipped through the circumscion clamp, resulting in the pediatrician nearly cutting the tip of the penis. A new clamp was put on to finish the procedure. Gelfoam and pressure dressings were applied to the site due to increased bleeding.